Manufacturer narrative:
(B)(4). Returned test strips produced lo readings and black chemistry was observed. Qc investigation performed on 11/30/2015 for products returned determined that most likely root cause is improper storage.

Event description:
Customer' nurse complains of "lo"results. Customer's nurse states that customer feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-200mg/dl fasting. Verified test strips expire 03/13/2018. Confirmed customer's test strips are being stored properly and opened vial date 10/31/2015.. Customer performed a back to back blood test lo and lo. Reviewed meter memory (B)(6). Memory concerns:customer concerned with results of lo. Customer also reported that she has another true result meter that is giving her readings of lo, refer to (B)(4).